Event description:
It was reported that the lead exhibited noise and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 11 cm from the connector pin; caused by friction with another device. This could cause the reported complaint of noise problem and high pacing threshold.